Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Microscopic examination and tactile inspection of shaft/hypotube, tip, polytetrafluoroethylene (ptfe) found no irregularity or defect. Microscopic inspection of collar/distal shaft area revealed a partial separation at the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in the middle left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the connection of the monorail lumen and the shaft almost detached. The procedure was completed without any additional devices required. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in the middle left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection of the monorail lumen and the shaft almost detached. The procedure was completed without any additional devices required. No patient complications were reported and the patient's status is good.